Event description:
Pt reported that her blood glucose has been dropping (~40mg/dl) twice daily, for the past 2 months. She indicated that this has been occurring around the same time each day. She indicated that she believes the device may not be delivering the correct amount of insulin. Pt self-treats low blood glucose by drinking orange juice.